Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure the synfix implant was placed on the implant holder with no signs of cross threading or any issues. The cage was packed with autologous bone harvested from the patients left iliac crest. The implant was then inserted with a mallet. When the surgeon tried to disengage the holder from the implant by turning the handle counterclockwise but was unable to remove the implant holder. After a couple of tries the implant was removed. When the surgeon attempted to remove the implant from the inserter the tip of the holder broke off inside the implant. The surgeon the placed a new implant without any problems. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was returned to manufacturer on (B)(4) 2013. Manufacturing documents were reviewed and no complaint related issues were found. Product development evaluation was conducted. The report indicates that the tip of the implant is broken and the fragment is kept in the thread of the tan plate of the implant. As mentioned on the dr, the surgeon couldn¿t disengage the implant holder once the implant was inserted. After the removal, the tip of the holder broke off during the attempt to dislodge the implant. Therefore we do suppose that the problem started as the surgeon turned the holder (as mentioned) clockwise and possibly seized. Marks due to the contact to the cap are evident. We conclude that the breakage was caused due to inadequate handling. The broken surface is homogenous which indicates material conformity as well. No product fault could be detected.

Manufacturer narrative:
.